Event description:
Customer reported a hospitalization due to low blood glucose. Customer went low and was in a car accident. The blood glucose reading at the time of the event was 37 mg/dl. Customer stated that she did not feel any low blood glucose symptoms. Customer passed out while drive her car. Customer was treated for 17 broken ribs, throat and has asthma. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 3004209178-2014-85385.